Event description:
A 69 year old male presented with acute myocardial infarction complicated by cardiogenic shock and a severely reduced left ventricular ejection fraction (10%), requiring emergent coronary intervention and mechanical circulatory support. The patient underwent percutaneous coronary intervention to the left anterior descending and left circumflex coronary artery, with prior insertion of an impella cp via the right femoral artery using a percutaneous, ultrasound guided approach. Device insertion was successful, and the patient was transferred to the cardiac unit on impella support without immediate complications. During support, the impella demonstrated stable performance, appropriate purge function, and a clean, dry, and intact access site, with no device alarms or mechanical concerns. Inotropic and vasopressor support was continued and progressively weaned. On day 2, echocardiography identified a left ventricular thrombus, and on day 3, further evaluation documented a left ventricular aneurysm, prompting consideration of surgical management. The patient improved hemodynamically and was successfully weaned from impella cp support, with uneventful explant and survival to discharge. The reported findings of left ventricular thrombus and lv aneurysm are well recognized sequelae of extensive myocardial infarction and severe ventricular dysfunction, particularly in the setting of delayed presentation and markedly reduced ejection fraction. Also, a mandatory echo before placing the impella cp as per instructions for use was not documented. So, the thrombus could have be present already for insertion of impella cp, and would have been therefore, an absolute contraindication for usage. These thrombus will conservatively be associated with impella cp use due to temporal association; however, no device malfunction, structural failure, or performance issue was identified. The findings are unlikely to be device related and are most consistent with the natural progression of the underlying myocardial disease. The impella cp functioned as intended to provide hemodynamic support during cardiogenic shock.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.